Event description:
Non- integration. After placing the implant, they attempted to place the abutment but it would not engage, customer realized the implant was missing the threading. Dr. Did have to remove stitching to remove the implant.

Event description:
Non- integration. After placing the implant, they attempted to place the abutment but it would not engage, customer realized the implant was missing the threading. Dr. Did have to remove stitching to remove the implant.